Manufacturer narrative:
Investigation summary: bd had not received any photos or samples for investigation. The device history records were reviewed with no issues being identified. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the customer indicated failure mode: sample quality (clotting). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes are coagulated. No adverse impact was reported regarding the patient or user.